Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a merit medical dtx was used to treat a male patient >55years on the (B)(6) 2025 for invasive blood pressure monitoring. The device was used for approximately 4 hours. During this time there was abnormal pressure readings. No additional treatment was required no additional information is available at this time.